Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the stylet and introducer insertion tests were performed without difficulty or resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Two days post implant, it was reported that the right ventricular (rv) lead had dislodged. At the time of the lead revision the physician had difficulty retracting the helix and therefore chose to implant a new lead instead. The replacement lead the physician chose could not be inserted through the nine french catheter with a guidewire. This replacement lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.